Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the metal shim became stuck in the tibial articular surface provisional. The device was returned fractured.

Manufacturer narrative:
Persona tibial articular surface provisional (ps tasp) was received with complaint for investigation. Visual inspection of the returned tasp bottom confirmed that the tasp has fractured into 3 pieces. The tasp fractured down the center tab and around both sides of the post. This separated the medial and lateral sides and left the post as the third piece. This device surface showed signs of nicks, gouges, scratches and deformed plastic on the posterior edge; these are likely from use. The tasp top was not fractured but had a heavy gouge on the posterior surface; likely occurring while separating the shim from the parts. This is a known reported issue which has been investigated through corrective actions. These devices are used for treatment. A product history search found no other complaints for the associated part and lot combination. This particular device is listed in the aggregate tasp scope list associated with corrective actions. A notification was sent to the field on august 7th, 2014, to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Field actions are noted for both the tasp bottom and for the tasp top. The fractured tasp component in this complaint was manufactured before the design modification was implemented. As such, a previously addressed design issue is considered as the root cause.

Manufacturer narrative:
This follow-up report is being filed to correct information. Upon reassessment of the reported event it has been determined that the reported device did not cause or contribute to the event.